Event description:
The customer stated that he was treated by the paramedics for low blood glucose levels. The customer's blood glucose reading was 36 mg/dl when the paramedics arrived. After the event, the customer began experiencing high blood glucose levels, thirst and frequent urination. The customer's blood glucose reading was 514 mg/dl at the time of the call. Troubleshooting was performed and the insulin pump was programmed correctly. However, the daily totals did not match up with the basal rate and bolus history. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.